Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to high rate non-sustained episodes and sensing integrity counter (sic). It was indicated that it was most consistent with right ventricular (rv) lead t-wave oversensing (twos). The patient was brought back into the clinic to interrogate and silence alerts. No programming changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.